Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed but not verified. The device was put through extensive testing without duplicating the malfunction. The customer declined repair of the device, therefore the device was returned and labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.